Event description:
Caller reported a malfunction on pump, causing the customer¿s blood glucose level to exceed 500 mg/dl, though the specific value was displayed as "high." To address the high blood glucose level, customer took corrective action by administering a correction injection via mdi. Customer did not require third-party assistance. Technical support provided pump reset information and assisted with resetting the pump.